Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties appear to be due to operational circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial artery with heavy calcification. A 2x40mm armada percutaneous transluminal angioplasty (pta) catheter was soaked prior to use and air aspiration was performed outside the anatomy. No issues were noted during preparation. The armada was advanced toward the target lesion, the balloon was inflated once and the balloon ruptured. Reportedly the balloon rupture occurred before reaching nominal pressure. The armada was removed and a 2x20mm nc trek was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.